Manufacturer narrative:
Patient information was unavailable from the site. The medtronic representative spoke with the site biomed and confirmed that he tested the imaging and navigation systems and communication was established. The site biomed, confirmed the systems are functioning and performing as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system was not able to connect to the navigation system. The site was unable to get navigation system and imaging system to communicate. Initially, the navigation system would not recognize the imaging tracker and would not establish communication. The network cables were swapped out still no communication was established. The imaging system was removed from the room. The surgeon discontinued use of the imaging system. The surgery was successfully, completed. There was a reported delay of twenty minutes to the procedure due to this issue. There was no impact on patient outcome.